Manufacturer narrative:
(B)(4). Event description continued: transthoracic echocardiogram performed on (B)(6) 2014 noted the mitraclips appeared stable and in the appropriate position; however, the mitral regurgitation was increased from mild/moderate to moderate/severe. Per study physician, the increase in mitral regurgitation and decompensated heart failure were not device related, but were due to fluid overload caused by patient noncompliance with medications and diet. The patient was discharged to home on (B)(6) 2014 and the patient has improved clinically. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught in the chordae/difficulty removing the device and the clip rotating unexpectedly (device operates differently than expected) may include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during preparation) or manufacturing anomalies. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. Additionally, a review of the complaint history database of the reported lot did not indicate a similar issue. The user reported no issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. Based on the information reviewed, the reported events appear to be related to patient/procedural conditions. There is no indication of a product quality deficiency associated with this device.

Event description:
This is filed for difficulty removing the mitraclip from the chordae during clip implantation. Although no adverse effect occurred, this has the potential to cause or contribute to chordal injury. It was reported that on (B)(6) 2014, the patient with functional mitral regurgitation underwent a mitraclip procedure. One mitraclip was implanted and mitral regurgitation grade was reduced from 3+ to 2+, with good reduction of the regurgitation of the medial jet. A significant lateral jet of regurgitation remained and the decision was made to implant a second clip, lateral to the first. The second clip was advanced and the clip arms were opened to 120 degrees; it was noted that the clip orientation had rotated close to 90 degrees and the clip arms were then inverted, with plans to retract back into the left atrium to reorient. However, the clip appeared to be caught in the chordae. Careful manipulation was able to free the clip, allowing it to be pulled back into the left atrium. The clip was re-advanced across the valve and was implanted in good position; mitral regurgitation was reduced to 1-2+. On 10/08/2014, the patient was re-hospitalized with acute decompensated heart failure and volume overload. Medication was administered.